Event description:
Reporter alleged there was a metal fragment in the mother's hand from the lancet device. The customer went to the dr as a result. Reporter alleged the customer's finger had turned black and became infected therefore, the dr reportedly would not remove the metal fragment. Reporter indicated the dr prescribed a topical medication as a result. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.